Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized twice this week for diabetic ketoacidosis (dka) and hyperglycemia on (B)(6) 2018 at 6:00 am. The customer reported that she was hospitalized due faulty infusion set. The customer stated that the mio infusion set needle was bent and she had to straighten out and she put it on and it seemed to be working. The customer reported that the insulin pump did not alarm block message and ended up at 23.9 mmol/l. The customer reported that she had high blood glucose levels of 23.9 mmol/l at the time of incident. It was reported that the customer was treated with insulin and hydrated her with three bags of fluid and was released by 2 pm. It was reported that the customer was able to complete the carelink upload. It was reported that the customer declined to perform the troubleshooting at the time of call. The customer stated that she also saw health care professional for blood work and last night she was above 22 mmol/l and at the doctor's office she had high blood glucose levels of 24 mmol/l. It was reported that the customer was treated with insulin pump. Product is not expected to return for analysis.